Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) examined the system remotely and confirmed that the system was not booting up. Upon remote testing rse confirmed that the host pc was not booting up. To resolve the issue rse guided the customer to close the mains circuit breaker for 10 minutes and reopen it and switched on the system. After following the troubleshooting steps and restart, reported issue didn't reoccurred and the system was returned to use in good working order.

Event description:
It has been reported to philips that the system would not boot up. The system was not in clinical use. There was no reported patient or user harm. A philips remote service engineer (rse) advised the customer to turn off the main circuit breaker for ten minutes then turn it back on. Once the breaker was turned back on, the system was rebooted and returned to use in good working order.